Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the mildly tortuous, mildly calcified, 85% stenosis proximal left anterior descending artery (lad) in the unprotected left main coronary vessel. The vessel diameter was reported to be 3.0 mm. The lesion was pre-dilated with a crossail 2.5 x 20 mm balloon. The physician attempted to place a taxus express2 8.8% 3.0 x 16 mm drug eluting stent. He had difficulty crossing the lesion and the stent stuck before the lesion. The stent was dislodged during withdrawal. The stent was lost possibly in the introducer sheath due to a minimal opening on the proximal stent edge. The physician did not try to recover the stent. The stent was swept into one of the arteries below the knee and remains in the pt. The procedure was completed with a cypher 3.0 x 18 mm stent. The pt was given plavix and asa pre-procedure, enoxaparin and nitrostat during and plavix and asa post procedure. The pt's condition is reported as good.